Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a partial mastectomy on an unknown date and the area was filled with an absorbable hemostatic agent. Two months post operative the wound dehisced due to effusion. Additional information requested.